Manufacturer narrative:
The product has not been received for eval and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "lead fault" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.